Event description:
Pt underwent right acl reconstruction with soft tissue allograft. During the procedure, stryker energy wand head broke in the acl canal. Multiple attempts were made to retrieve the broken piece but it slipped into the popliteal fossa and could not be retrieved. The procedure was completed. Following the procedure, multiple x-rays confirmed that there was a 5mm square fragment behind the lateral femoral condyle. Vascular surgeon consulted and no further surgical intervention planned for the pt.